Event description:
It was reported by a company representative that a vns patient had an increase in seizures. Follow-up the physician provided that it was unknown the increase in seizures was above the pre-vns baseline. It is unknown if the seizures were related to vns. Additional relevant information has not been received to-date.